Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from france by our edwards lifesciences affiliate, a 29mm sapien 3 valve was implanted in the aortic position by transfemoral approach. At the end of the procedure, when 16fr esheath was removed, a liner tear was observed. However, the patient was stable post-procedure. There was no patient injury. The sheath was returned to edwards lifesciences for evaluation, and a torn distal tip was observed in addition to the torn liner.

Manufacturer narrative:
Corrections to h6 codes per evaluation. The returned device was visually examined and the following was observed: liner fully expanded, 3.5 cm in length starting at strain relief. Liner torn through entire length starting at 3.5cm from strain relief. Distal tip torn radially. Axial, slant and angled score lines present. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual examination. Device history and lot history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The complaints were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Although follow-up from the field stated the patient's access vessels had ''mild'' calcification, ''mild'' tortuosity, and a minimum luminal diameter sufficient for use of the 16f esheath+ (>=6mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity) may have been present during the procedure. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in a previously opened product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced the distal tip tear. Although follow-up from the field stated the patient's access vessels had ''mild'' calcification, ''mild'' tortuosity, and a minimum luminal diameter sufficient for use of the 16f esheath+ (>=6mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification and tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause is unable to be determined for the reported complaints. Pra and corrective action preventative action (CAPA) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same. In this case there was no patient harm as the distal tip tear was observed after removal from the patient. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit for september 2024. As the complaint did not exceed the pra re-escalation threshold, no further action is required.